Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic and the right atrial was exhibiting high capture thresholds and a drop in sensing. A chest x-ray revealed that the lead had dislodged, the physician attempted to revise the lead but ended explanting and replacing the lead. The patient was not symptomatic to the lead issues and was doing fine at post surgery check.